Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Checking your blood glucose 4 / page 44: warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 4 / page 36: you should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. Living with diabetes 11 / pages 118: warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes or pens for injecting insulin, blood glucose test strips, additional blood glucose meter, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. Living with diabetes 11 / pages 119: when packing for travel, take more supplies than you think you¿ll need. Be sure to include an additional blood glucose meter and written prescriptions for all medications and supplies. Generic medications may be easier to find than brand names outside your country.

Event description:
On (B)(6) 2018, the patient reported her personal diabetes manager (pdm) experienced an unknown error. As a result the patient was unable to give herself a bolus and her blood glucose levels rose to 24 mmol/l (432 mg/dl) while wearing the pod less than an hour on the abdomen. The patient went to the hospital but did not wish to be admitted. The hospital treated the patient with insulin and provided manual insulin injections to use as multiple daily injections (mdi) for the day. The patient then went to her diabetic nurse who instructed her on how much insulin to use for the mdi method. After leaving the hospital the patient's blood glucose levels had decreased to 19 mmol/l (342 mg/dl) and the nurse stated "it was getting better now".